Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion quattro extraction balloon was used. While attempting a balloon sweep of the common bile duct, the ide port of the balloon device snagged the cook tracer metro direct wire guide and pulled the wire guide out of the duct. A new balloon device was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. A visual exam found the ide port was kinked and damaged. There was also a stretched and flattened section of the catheter, starting at approx 66cm from the hub extending to 86cm from the hub. The stylet could be removed and reinserted. A .035 inch wire guide was inserted and could not advance more than 94cm from the wire guide port. The wire guide would not advance through the stretched section of the catheter. The overall device length measured approx 217cm from the hub which is no longer than the specifications. The elongated length is due to the stretched section of the catheter. A dimensional analysis of the ide port confirmed damage and elongation that caused the narrowing of the opening. A functional verification was performed using the device to simulate an exchange via the ide port. The balloon was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). Using a .025 inch metii wire guide an exchange was simulated. During the exchange the wire guide remained in the simulated biliary duct and access was maintained. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The catheter exhibited damage (stretched and flattened near the user end, elongation and kinking of the ide port). The damage suggests excessive force was applied to the catheter. The damage to the ide port could contribute to difficulties during an exchange. The instructions for use direct the user to advance the deflated balloon in short increments through the accessory channel until it is visualized exiting the endoscope. This activity will aid in device preservation. If the elevator of the endoscope is placed in the closed position with the extraction balloon catheter inside the accessory channel, this can contribute to damage to the catheter. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.